Event description:
Photo received.

Manufacturer narrative:
Investigation summary: the customer reported there was air in the tubing below the pump, and returned a photo of the issue. The issue is reported on material 2420-0007, alaris primary tubing, and no lot number was reported. The photo does show a tubing with some air in the line, from a propofol bottle. The photo unfortunately cannot confirm the air in line, without a physical sample for investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following. About two weeks ago, she had a propofol infusion (1,000mg per 100ml in a glass bottle) that she had underestimated the vtbi to prevent air from getting into the tubing. She went in the patient room to hang a new bottle of propofol with a new IV set (bd alaris pump infusion set 2420-0007) and noticed that the device was not alarming, and air was noted in the IV tubing below the pump module. Nurse manager, yy, was notified of the event and has the IV tubing in her office (see attached photos). Yy thinks the nurse did not look at the correct location for the air when the event occurred after looking at the event tubing and location of air in the tubing. No patient harm reported. No other details provided. Propofol infusions sometimes leak out the vent on the IV set. No patient harm reported. No other details provided. When administering propofol infusions with the new primary IV tubing, bd alaris pump infusion set 2420-0007, sometimes there are issues with the drip chamber collapsing. No patient harm reported. No other details provided.